Event description:
Patient was revised to address pain, elevated labs, and metallosis.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address pain, elevated labs, and metallosis. Doi (B)(6) 2007 - dor (B)(6) 2012 (left hip). Update: 9/12/13 - litigation papers received. Litigation alleges discomfort. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update rec¿d 4/11/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records are available for further review. Correction: dor: (B)(6) 2012 the complaint was updated on: 5/9/2014. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04/11/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records are available for further review. Correction: dor: (B)(6) 2012.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.